Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break is confirmed. One 4 fr nxt clearvue catheter was returned for evaluation with its two-piece connector. An initial visual observation showed the catheter was returned broken between the 34 cm and 35 cm depth markers, and the two-piece connector was returned attached to the proximal end of the catheter. A tactile evaluation of the catheter revealed that it had some tensile weakness near the break. A microscopic observation revealed a granular fracture surface with rigid fracture edges, typical of tensile fractures. The features of the catheter break reveal characteristics of a tensile failure. The complaint of a catheter break is confirmed and are likely due to tensile stresses applied to the catheter. Several factors may contribute to this failure, including possibility of certain medications interacting with the mechanical properties of the device, as well as placement and removal techniques.

Event description:
It was reported that this female patient was in the advanced stage of breast cancer and had a groshong catheter placed from the right brachial vein in (B)(6) 2022 at a facility. The blood was seen upon one puncture. 36 cm of the catheter was inserted. The patient had no history of catheter placement. The catheter was used to infuse medications to treat the cancer and albumin, etc. And was maintained once out of this hospital. The catheter appeared intact. The circumference of the arm having the catheter was 26.5 before infusion of chemotherapy drugs on april 17. The catheter maintenance and blood draw were done smoothly. No effusion or hematocele was seen in the addressing and vitamin b was infused. On april 18, the arm circumference increased to 31 and no blood could be drawn. X-ray showed that the catheter tip was in a position slightly deeper than caj. A damage of the internal portion of the catheter was suspected. The specialist nurse retracted the catheter once every about 2 cm. At the first 2 cm, the catheter was ruptured without forceful pull. The nurse immediately bandaged the patient¿s arm proximal to the heart due to the concern about loosening from swollen arm. One hour later, a vascular surgeon was invited to perform operation, but no catheter was found from the operative wound to the axilla. To avoid a larger trauma, the wound was sutured. Three hours later, the patient was sent to the dsa department of the provincial people¿s hospital to retrieve the catheter in an interventional manner. The complete 35 cm catheter was removed a half-hour later.

Event description:
It was reported that this female patient was in the advanced stage of breast cancer and had a groshong catheter placed from the right brachial vein in november 2022 at a facility. The blood was seen upon one puncture. 36 cm of the catheter was inserted. The patient had no history of catheter placement. The catheter was used to infuse medications to treat the cancer and albumin, etc. And was maintained once out of this hospital. The catheter appeared intact. The circumference of the arm having the catheter was 26.5 before infusion of chemotherapy drugs on april 17. The catheter maintenance and blood draw were done smoothly. No effusion or hematocele was seen in the addressing and vitamin b was infused. On april 18, the arm circumference increased to 31 and no blood could be drawn. X-ray showed that the catheter tip was in a position slightly deeper than caj. A damage of the internal portion of the catheter was suspected. The specialist nurse retracted the catheter once every about 2 cm. At the first 2 cm, the catheter was ruptured without forceful pull. The nurse immediately bandaged the patient¿s arm proximal to the heart due to the concern about loosening from swollen arm. One hour later, a vascular surgeon was invited to perform operation, but no catheter was found from the operative wound to the axilla. To avoid a larger trauma, the wound was sutured. Three hours later, the patient was sent to the dsa department of the provincial people¿s hospital to retrieve the catheter in an interventional manner. The complete 35 cm catheter was removed a half-hour later.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.